Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device noted no abnormalities. The single-used loading unit was received with a full complement of staples and the interlock was engaged. Additionally, the cartridge cover was disengaged. No damage was noted to the knife blade. The cartridge cover was reattached and the single-used loading unit was reset. The single-used loading unit was then loaded into a test device. The test device and single-used loading unit were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur as a result of the engaged safety lock due to improper loading of the cartridge. Replication of the disengaged cartridge cover condition may occur if an excessive force is applied to the cartridge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colon surgery, the nurse connected the cartridge to the instrument, then the surgeon tried to close the instrument, however could not. When they removed the cartridge from the instrument, some staples came off the cartridge and fell. The procedure was completed with another device. There was no patient injury.